Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2016. The batch/lot history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an esophagectomy procedure, the device could not fire. The firing trigger could not be squeezed down. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. The patient was diagnosed with (B)(4), the product will not be returned.